Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30apr2009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Patient reported via healthcare professional an "unknown side deflation" of a silicone gel filled device. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified the device was broken shell, dark ring, white particles material was found on the gel and bronw encapsulation. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.